Manufacturer narrative:
Inspected 1 random opened/used enlite sensor and perform continuity resistance test. Sensor failed per specifications. Bent sensor cannula confirmed.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose level was 90 mg/dl and the sensor glucose level was 40 mg/dl at the time of the incident. The customer reports the sensor is not reading the blood glucose correctly. The customer did troubleshooting and found the sensor to be bent. The customer was advised that the insulin pump will need to be replaced. The customer declined the high blood glucose troubleshooting. The sensor will be returned for analysis.